Manufacturer narrative:
Corrective data: based on investigatory findings, there is no reportable condition for the liberty cycler in this event. Event date; event description device evaluation: a visual inspection of the returned cycler exterior showed sign of physical damage. There are visual indications of dried fluid on heater tray and within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No fluid leaks in the test cassette during the test treatment. The cause of the observed dried fluid and fluid could not be determined. The simulated treatment was performed and completely without failures. Passed mushroom head check.

Event description:
A peritoneal patient's contact reported receiving the make sure heater bag is on heater tray message during the patient's treatment the previous night. The patient was unable to move past the warning and subsequently cancelled treatment. The cassette was removed the cycler and fluid was noted to have leaked inside the cassette door.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal patient's contact reported receiving the make sure heater bag is on heater tray message during the patient's treatment the following night. The patient was unable to move past the warning and subsequently cancelled treatment. The cassette was removed the cycler and fluid was noted to have leaked inside the cassette door.